Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an interventional endovascular procedure, the distal tip of the smart control 9 x 80 stent separated from the catheter. The physician could not advance the guidewire through the lumen of the stent delivery system (sds). The device was removed and another stent was used. There was no reported patient injury. Additional information has been requested. Addendum: the product was returned and the preliminary inspection indicated the guidewire/inner lumen was separated.

Manufacturer narrative:
The report received from the field indicated that during an interventional endovascular procedure, the distal tip of the smart control 9 x 80 stent separated from the catheter. The physician could not advance the guidewire through the lumen of the stent delivery system (sds). The device was removed and another stent was used. There was no reported patient injury. Additional information has been requested. The product was returned and the preliminary inspection indicated the guidewire/inner lumen was separated. One non-sterile smart control 9x80mm was received coiled inside a plastic bag. The inner shaft (wire lumen and distal tip) was received separated from the unit, it measures 150.5cm. It appeared to be separated below the glue section in the luer hub. Multiples kinks were observed in the inner shaft. Unit was not deployed. Locking pin was in place. Kink was observed at 3.5cm from ID band. No more anomalies were found. Functional test was performed according to 12155483 rev. 1 (applicable to ses products) using a guide wire cordis 0.035 (lab sample), it was introduced through the luer hub and no resistance/friction was felt. During microscopic analysis the inner shaft (wire lumen) was observed separated and with multiples kinks. Residues of glue and wire lumen were observed in the ID of the luer hub. The separated edge of the wire lumen is not even. Due to the received condition of the inner shaft, only one section of wire lumen could be measured and it was found acceptable per drawing (B)(4). Additional activities were performed with the members of pet for investigation of wire lumen separation. Failure reproduction was performed and could be reproduced pulling the inner shaft by the distal end section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found during analysis could not be conclusively determined; however it does not appear to be manufacturing related. The failure reported 'luer hub (inner shaft)/obstructed' by the customer was not confirmed; functional test was performed and no anomalies were found. The reported failure 'catheter tip/separated by the customer could not be confirmed; since during microscopic analysis brite tip and distal end was observed in place. Even though the wire lumen was separated, the distal tip was attached to the wire lumen. The 'guidewire lumen (inner shaft)/separated' was confirmed, since the wire lumen was received separated from the unit. Controls are placed at the final assembly and packaging processes to detect this kind of issue. Based on the limited procedural information provided, no determination of possible contributing factors could be made. However, procedural factors, such as use of force are likely contributing factors to the guidewire separation reported and shipping the product for analysis are likely contributing factors to the kinks found in the returned product. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken at this time.